Event description:
Caller reported that two hours after an unspecified lunch, the customer took an unspecified amount of protaphane and humalog immediately following a mobile system blood glucose result of 15 mmol/l. Three hours later, his wife called an ambulance because the customer was having symptoms of hypoglycemia; was near passing out. Wife gave customer two jelly beans upon recommendation of ambulance staff at the time of the call. An unknown period of time later, ambulance arrived. Personnel tested customer on an unknown meter with a result of 2 mmol/l, gave him approximately seven jelly beans and a piece of (B)(6) with jam. Customer had refused glucose paste. One-half hour later, ambulance personnel retested with a result of 5 mmol/l. Immediately after test, ambulance personnel did a comparison test with customer's mobile meter with the result of 10.5 mmol/l. No hospitalization was required. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).